Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented in clinic for follow up and it was found that the implantable cardioverter defibrillator was in backup vvi due to event queue overflow. A device restoration was performed successfully. The patient experienced no adverse consequences.